Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2 edta 3.6mg the protective shield broke off. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the morning of 1.7, the nurse checked the patient¿s routine blood sample and connected the disposable vacuum blood collection tube with a blood collection needle after successful venipuncture. The purple protective cap fell off, and the purple blood collection tube was immediately replaced to collect blood for the patient.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta 3.6mg the protective shield broke off. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the morning of 1.7, the nurse checked the patient¿s routine blood sample and connected the disposable vacuum blood collection tube with a blood collection needle after successful venipuncture. The purple protective cap fell off, and the purple blood collection tube was immediately replaced to collect blood for the patient.